Event description:
It was reported to covidien on 08/27/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer states that the adaptors had hairline cracks. The adaptor has had about 1mm plastic pieces break off from the catheter socket. Customer pulled and replaced the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.